Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Section d-suspect medical device: it is unknown what IV was used as the end user reported bx-70072 (lot 2206006) and unknown IV set model numbers. Unable to determine which IV set model is applicable to the event. D4: model#bx70072 lot#2207006 UDI#(B)(4). H4: device manufacture date: 06/08/2022. A customer reported that the filter door on the drip chamber detaches when it is opened. They also observed that air bubbles form in the tubing during priming, even when done carefully. It was further noted that the pump may allow air to pass through the pump chamber. In this instance, the pump issued an "infusion complete" alert before the air could reach the patient, and no harm occurred. A review of the device's lot number history revealed no prior similar complaints. The failure mode was not confirmed, and the probable cause remained undermined. The device was not returned for evaluation. A supplemental report will be submitted if the device is returned and further investigation is conducted. Reference to complaint #(B)(4).

Event description:
A customer reported that the filter door on the drip chamber detaches when it is opened. They also observed that air bubbles form in the tubing during priming, even when done carefully. It was further noted that the pump may allow air to pass through the pump chamber. In this instance, the pump issued an "infusion complete" alert before the air could reach the patient, and no patient harm occurred.